Event description:
The patient reported he is experiencing discomfort at the ipg site due to his ipg is becoming shallow. The patient also reported he is no longer receiving stimulation and is unable to locate the ipg with the charger. The patient was sent a replacement charger, but the issue persists. The patient was advised to consult with his physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.